Event description:
Report rec'd of an overdelivery due to an operator error in programming the device. At 9:40am, the nurse programmed the pump in the pca + continuous mode to deliver dilaudid 0.1mg/ml instead of the intended 1mg/ml concentration at a continuous rate of 2mg/hr, a pca dose of 0.5mg, a 15 min pt lockout, and no 4 hour limit. At 10:40am, the syringe was empty. The pt had rec'd 30mg in 1 hour instead of the intended 3mg. The pt had a history of being opioid tolerant; therefore, the pt was only slightly sedated. The pca infusion was discontinued. The pt did not require any medical intervention. Though requested, there was no add'l info available.